Manufacturer narrative:
The lot was manufactured between june 04, 2018 and june 05, 2018. The actual device was received for evaluation with solution that leaked into the bag. Bag contents were drained. Visual inspection did not identify any abnormalities that could have contributed to the reported condition by initial inspection. Functional testing was performed and revealed a spike port cap leak at the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available